Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that clinicians expressed general dissatisfaction with the 50ml syringe sizes and volume of medication available for the pca module. In one instance, although module alerts appropriately notified the user of the low volume remaining in the syringe, the patient experienced pain while the nurse obtained an additional pca syringe to continue pain management, which also resulted in a prolonged hospitalization. It was reported that the facility changed its workflow having the staff be more responsive and proactive to patients receiving medication. In addition the pharmacy provided premixed syringes to eliminate the delay and increased the near end of infusion alert time from 5 to 20%.